Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported central islands developed after lasik procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).